Manufacturer narrative:
The reported event of a fracture during rotation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm sjm masters series expanded hemodynamic plus mechanical heart valve was selected for implant. Upon implant, one of the leaflets was not moving during leaflet check. Upon rotation, one of the leaflets fractured into multiple pieces. The valve was exchanged for another 21mm sjm masters series expanded hemodynamic plus mechanical heart valve (serial number: (B)(4)). The procedure was extended over 30 minutes and the patient is reported to be recovering.